Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported blood glucose as low as 60 mg/dl in the mornings. The customer declined troubleshooting for this issue.

Event description:
It was reported that the customer experienced low blood glucose of 48 mg/dl, after the patient tried to do a set change on her own for the first time. She was unable to execute this correctly and the reservoir was completely emptied. Customer was aware this was not correct, so she checked her blood glucose frequently and was able to stabilize her low blood glucose quickly. Nothing further reported.